Manufacturer narrative:
E1: initial reporter details are unknown. G2: country of origin - japan. H3: product analysis - product: 9560100, lot no:1560535. Image cloudiness was observed during acceptance inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a service and repair via a manufacturer representative regarding a patient having spinal therapy. It was reported that the endoscope vision was poor. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that the procedure was micro endoscopic discectomy (med). Pre-op diagnosis was intervertebral disc herniation.